Event description:
It was reported that the surgeon inserted a micl12.6 implantable collamer lens and the lens flipped as it was inserted into the eye. The lens was removed immediately without any pt injury. The reporter stated the incident was due to a loading error.

Manufacturer narrative:
Lens flipped upon insertion.